Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the pacemaker exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion of battery was not confirmed. The device was in normal range of operation level upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
Related manufacturer reference number: 2017865-2024-34358.